Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken reservoir tube lip, peeling serial number label and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 5.9 mmol/l at the time of the incident. The customer stated that the reservoir compartment is cracked and loose. The customer reported cracks on the rim of the reservoir opening. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.